Manufacturer narrative:
Concomitant medical products: st. Jude ICD, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received eleven inappropriate shocks due to a possible fractured right ventricular (rv) lead. The rv lead also exhibited noise on egms (electrograms) and there was high pacing impedance. The rv lead was explanted. No further patient complications have been reported as a result of this event.